Event description:
It was reported to nova biomedical that a consumer rec'd a result of 400 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event which required emergent food intake to raise her blood glucose level. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer did not have control solution to test the integrity of her test strips while on the line with customer support. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.